Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as a bruise on the rib on the right side where the bra strap sits. There was no alleged device malfunction contributing to the bruise. The patient¿s nurse applied a suprep wipe on the bruise. Follow up indicated that the bruise improved.